Event description:
It was reported that one of the neurostimulators would not work. It would not recharge or turn on. It was noted that the patient has not recharged for several weeks. Further information is being requested from the hcp.